Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), cystitis ("other: infection/ infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, anaemia, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anaemia, cystitis, device dislocation, menorrhagia, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),anemia, migration, other- infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) showed migration. Other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), cystitis ("other: infection/ infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, anaemia, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anaemia, cystitis, device dislocation, menorrhagia, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),anemia, migration, other- infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) showed migration. Other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. New events added: infection nos was updated to bladder infection, urinary infection, vaginal infection. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia") and infection ("other: infection"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, anaemia and infection outcome was unknown. The reporter considered abdominal pain, anaemia, device dislocation, infection, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),anemia, migration, other- infection diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) showed migration. Other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : previously reported event of "injury nos" was replaced with pelvic pain. New events - "abdominal pain, menorrhagia (heavy menstrual bleeding),anemia, migration, other: infection " were added. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.